Event description:
The following information is based upon a voluntary medwatch that was sent to the FDA. Reporter indicated "during "lasik" surgery, the "lasik" machine which is manufactured by summit, did not shut off when the programmed number of pulses were delivered. Since this procedure is still being studied, the reporter assumes that the doctor reported this to the FDA. The reporter's left eye was damaged and vision is impaired. Summit has not contacted the reporter with a solution and did not even answer a letter sent to them by their lawyer over a year ago. The surgery was performed at hospital. Nothing, so far, has been offered or done to correct eye damage."